Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 05/15/2015 and confirmed the reported event of intermittent out of range. A definitive root cause, however, could not be determined.

Manufacturer narrative:
(B)(4). The patient is a user of the continuous glucose monitoring system which is being reported under MFR# 3004753838-2015-04126. The patient is also a user of the animas vibe system which is being reported under MFR# 3004753838-2015-04258.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.